Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable defib lead (B)(6) 2006; (B)(4) tissue valve (B)(6) 2006; 5076 implantable pacing lead 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was oversensing, had high impedance in unipolar pacing configuration and the lv lead was plugged into the right ventricular (rv) port of the device. It was also reported that the lead had an insulation breach. The lead was repaired with silicone and remains in use. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.